Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the additional information provided by olympus australia & new zealand (oaz); the phenomenon of endoscopic image freeze reported by the user facility meant flickering of the endoscopic image. When using the device with the olympus 190 series endoscopes, no abnormality occurred in the endoscope image because it was connected to the device via a light source. Oaz concluded that the reason the reported image malfunction occurred only when using the olympus 180 series endoscopes was because it was connected to the device using the videoscope cable. The exact cause of the reported event could not be conclusively determined. However, based on the additional information above, the reported event may have been caused by insufficient fixation of the endoscope due to the following: the user tried to pull out the video connector without pushing down the locking lever. The locking lever was worn by the user pushing hard to disconnect the cable. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon that the endoscope image froze when using the device with the olympus 180 series endoscopes was reproduced. The video connector socket was damaged but could be connected. This failure may have been caused by excessive stress on the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscope image froze on the monitor screen when using the device with the olympus 180 series endoscopes. And the lock lever of the video connector socket was damaged. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscope image was flickering when the video connector was moved.